Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) still reports "pre-implant" status and no lead measurements or current electrograms (egm) available. Unable to confirm device function with available information. The ipg remains in use. No patient complications have been reported as a result of this event.